Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of feeling their heart racing at times. During the capture management test, the pr interval was lengthened which caused a retrograde rhythm to be tracked by the device. The device was reprogramed and remains in use. No patient complications have been reported as a result of this event.